Event description:
Customer reported via phone call that they had high blood glucose of 400 mg/dl. Mode of treatment for high blood glucose in unknown. Customer also reported that the auto mode feature was in use at the time of high blood glucose event. Insulin pump will be not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.